Event description:
It was reported that a patient who received a spaceoar vue and fiducial markers placement under general anesthesia experienced rectal wall infiltration. The patient did not experience any symptoms. Further review of the images revealed that in some slices, rectal wall infiltration was observed. Near the apex, images raised concern; however, at the base, it did not appear to have infiltrated the rectal wall.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/14/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.